Event description:
Info received states that pump had experienced error code 36. Error occurred twice on this same date, ref #1722139-2013-01704.

Manufacturer narrative:
Investigation found that pump had experienced error code 36 in pump's history. New pump software was installed. (B)(4).